Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unknown reasons. A new inflatable penile prosthesis consisting of 18 cm x12 mm cylinders, pump, and reservoir were implanted. Additional information received indicated the device was removed and replaced as it was nonfunctioning due to fluid loss. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unknown reasons. A new inflatable penile prosthesis consisting of 18 cm x12 mm cylinders, pump, and reservoir were implanted.